Event description:
It was reported that the patient presented remotely via merlin.net. It was noted that noise resulting in oversensing was observed on the atrial and ventricular channels on the implantable cardioverter defibrillator (ICD) in addition to noise reversion. Electromagnetic interference (emi) was suspected. The patient indicated the noise may have coincided with the use of a delhi slicer machine. The patient was being monitored and was asymptomatic. There were no patient consequences.